Event description:
It was reported that the fenestrated bipolar forceps instrument tips were identified to be bent slightly prior to starting a da vinci surgical procedure. No fragments fell into the patient, no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found that one grip was bent, causing misalignment of the grips. The one grip was bent in-wards, and both to the side. The bent grip did not exhibit separation of the yaw pulley and pulley cover at the glue joint; however, the likely cause of the bending remains overloading at the tip. The instrument passed electrical continuity testing. The evidence was inconclusive, but the damage was likely due to mishandling/misuse. Failure analysis also observed that the distal end of the main tube had various scratch marks with light material removal. The scratches were .257 - .115 in length and not aligned with the tube axis. The scratched marks were located 1.44 from the distal clevis. No other damage was found.